Event description:
The customer reported the high definition lcd monitor fails to start intermittently. The event occurred during preparation for use, prior to a diagnostic gastroscopy procedure. A similar device was used to complete the procedure with less than a 15-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (monitor fails to start) was not confirmed. However, service found there was no image on the display and no response when the keys were pressed, due to a circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.